Event description:
Hcp reported staph infection at battery site. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent if additional information is received.